Event description:
It was reported that the patient presented to the doctor with complaints of back pain. The doctor recommended the patient to undergo lumbar spine surgery. The doctor operated on the patient. Specifically, the doctor operated at the l1 through l4 levels, performing a disectomy and fusion and placed an interbody cage therein, during which rhbmp-2/acs was used. After this first surgery, the patient continued treating with the doctor and then had a second surgery. Post-op patient alleged unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.